Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1361, awareness date 07-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Additional information received on 19-oct-2015 and 24-oct-2015. Other ha number to this case: mw5055823. Consumer stated that essure insertion occurred prior to 2011 (her guess was around 2010). Reference number ess305, lot #654824. Shortly after insertion, she experienced depression, anemia and brain fog. She experienced pelvic pain and periods lasting 2 weeks out of each month. In (B)(6) 2011, after another complaint of pelvic pain, CT scans revealed a 10cm mass attached to her right ovary. In 2012, several cysts were found. Prior to implantation, she removed a single cyst. A largest cyst required immediate surgery and her right ovary was removed. In (B)(6) 2012, the tumor and right ovary was removed. Pelvic pain and abdominal swelling continued. Between 2012 and 2015, numerous CT and ultrasounds were performed, but the source of the pain was not visible. In addition to constant pain, swelling, and excessive heavy bleeding and long periods (irregular periods - 2 weeks a month), she also experienced dizziness. Two major falls down stairs resulted in long-term injury, which resulted in constant pain when sitting or standing that continues to this day. The second fall occurred in (B)(6) of 2013 and she lost consciousness and had no memory of the fall. She received a concussion and now suffers from post-concussion syndrome. Memory and concentration are most significantly impacted. On (B)(6) 2015, her period began and did not stop (bleeding never stopped). The pain increased and she became anemic and extremely tired. The decision was made based on constant problems since the implantation of essure to have a hysterectomy, which was done on (B)(6) 2015. She was never asked about allergy to any metal. Consumer considered her condition as life-threatening, disability/ permanent injury; however she did not give more details. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. A CT scan was performed and 10cm mass attached to her right ovary was revealed. Two major falls down stairs resulting in long term injury. The second fall she lost consciousness. She suffered from post concussion syndrome. Pelvic pain is listed in the reference safety information for essure while the other events are unlisted. These events were considered serious due to their medical importance. In this case, a hysterectomy was performed. For the event pelvic pain, based on its nature, a causal relationship with suspect insert cannot be excluded. With regards to the other events, considering the nature of the events and that essure has a local action in fallopian tubes, a contributory role of insert is unlikely, thus they can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were performed. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 14-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar adverse event cases identified. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. A CT scan was performed and 10cm mass attached to her right ovary was revealed. Two major falls down stairs resulting in long term injury. The second fall she lost consciousness. She suffered from post concussion syndrome. Pelvic pain is listed in the reference safety information for essure while the other events are unlisted. These events were considered serious due to their medical importance. In this case, a hysterectomy was performed. For the event pelvic pain, based on its nature, a causal relationship with suspect insert cannot be excluded. With regards to the other events, considering the nature of the events and that essure has a local action in fallopian tubes, a contributory role of insert is unlikely, thus they can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.